Event description:
The customer reported that the AED will not power on and the asi is flashing red. The customer did not report that this event occurred during patient use.

Manufacturer narrative:
The customer reported that the AED will not power on and the asi is flashing red. The maintenance schedule is reported as monthly. Troubleshooting of the device with the customer identified that the battery is in a low condition and the asi is still flashing red. Although low, the AED is designed to still provide three shocks, per specification, to the patient. As a follow-up we reviewed the proper maintenance and requested the customer to download the log history files and send them to manufacturer for further evaluation. No additional information is available at this time to further investigate this event. The IFU states: improper maintenance can cause the ddu series aeds not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. This device is used for treatment, not diagnosis. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. If additional information is received, a supplemental MDR shall be filed.